Event description:
It was reported that a skin irritation causing a scar at the infusion site (leg) while wearing a pod longer than 48 hours. Symptoms began 1 days into usage. No treatment was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to scarring. No lot release records were reviewed, as the product lot number was not provided.